Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown end cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2023, the patient underwent orif surgery for fracture of proximal humerus with stardrive screwdriver, mutiloc humeral nail and endcap. The surgery proceeded smoothly, but it became difficult to insert the end cap at the stage of inserting it. The nail was slightly over-inserted, so the surgeon opted for a 2mm endcap, which could not be inserted. The surgeon verified the orientation of the driver from various angles, and attempted to refasten it, but was unable to insert it. The surgeon was concerned that the endcap would come off, so he tried to remove it, thinking that if the endcap could not be placed correctly, it would need to be removed. However, this time, the end cap was stuck between the head subchondral bone and the nail and could not be pulled out. But the surgeon managed to extract it. Once, the surgeon considered the option of not placing the endcap but tried to place it again. Again, it became difficult to insert, but after several attempts, the surgeon was finally able to insert the end cap firmly. The surgery was completed successfully more than 40 minutes delay. Patient was listed as stable. This report is for unknown end cap.